Event description:
It was reported that the patient complained of pain when right ventricular (rv) pacing occurred. The physician opted to cap and replace the rv lead due to the patient complaint. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4076 implantable pacing lead (B)(6) 2008. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.